Manufacturer narrative:
Received the lot numbers of the pipelines involved in the event.the devices involved in the event are as follows:model: fa-77450-20, lot: oc11-015, dom: (B)(6) 2011, exp: 07 oct 2014.model: fa-77450-16, lot: oc11-033, dom: (B)(6) 2011, exp: 17 oct 2014.model: fa-77450-12, lot: au11-064, dom: (B)(6) 2011, exp: 19 aug 2014.(B)(4).

Event description:
Information received from the (B)(4) registry, patient ID (B)(6). The patient presented with blurry vision, headache, impaired color vision, and temporary loss of vision. The symptoms were related to optic nerve palsy. Anti-coagulant / anti-platelet therapy was given prior to the procedure and heparin was administered during the procedure. The mrs (modified rankin scale) at baseline was 1 (no significant disability, able to carry out all usual activities, despite some symptoms). Treatment of a large unruptured saccular sidewall aneurysm measuring 20mm x 8mm located in the ophthalmic segment of the left ica (internal carotid artery). On (B)(6) 2012, the patient underwent pipeline embolization treatment involving three pipelines (4.50mm x 20mm; 4.50mm x 16mm; 4.00mm x 12mm) using the multiple layers method. The entire neck of the aneurysm was covered by the three peds (pipeline embolization treatment). No side branches originating from the aneurysm were covered by the peds. Post angiogram showed successful reconstruction of the ophthalmic segment of the left ica and the aneurysm was completely occluded. The patient was discharged on (B)(6) 2012 and mrs = 1. On (B)(6) 2012, the patient reported worsening of the pre-existing symptoms of left eye blurry vision, impaired color vision, and temporary loss of vision post procedure. It was also reported that the patient¿s optic nerve palsy had also worsened. The headaches had resolved. The patient had a new temporary blindness. The relationship of the event is unknown. Cta (computed tomography angiography) showed no change in the residual aneurysm. On (B)(6) 2012, the patient reported that her blurry vision, impaired color vision, temporary blindness, temporary loss of vision, and optic nerve palsy were improving. On (B)(6) 2013, an mra (magnetic resonance angiogram) and MRI (magnetic resonance imaging) showed the aneurysm to be completely occluded. On (B)(6) 2013, the blurry vision, impaired color vision, and optic nerve palsy had improved. The temporary blindness and temporary loss of vision had resolved. She was treated with medication (unknown).

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient. The other devices involved in the event are as follows: model#: fa-77450-16; lot number: not reported; dom: n/a; exp: n/a. Model#: fa-77400-12; lot number: not reported; dom: n/a; exp: n/a. (B)(4).